Manufacturer narrative:
Product ID: 3889-33, lot# va0h92r, implanted: (B)(6) 2014, product type: lead. (B)(4). Final analysis of neurostimulator model 3058 (lot # njy250579h) showed stim ins setscrew backed out too far.

Event description:
It was reported that the hcp (healthcare provider) attempted to tighten the setscrew and the lead would never lock into place. They replaced the implantable neurostimulator (ins) with another 3058 (ins) and the problem was resolved. It was additionally noted that the patient outcome was resolved with good results.